Manufacturer narrative:
(B)(4). Evaluation summary: the device passed both the homechoice return instrument test / evaluation (rite) electrical test. The assignable cause for the reported difficulty report of burnt smell from the homechoice was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The home patient (hp) contacted baxter's technical service center to report a burnt smell coming from the homechoice (hc) machine, process step not specified. The hp had turned the hc off and the baxter technical service representative (tsr) asked the hp to unplug the machine. The tsr arranged a swap of the device and recommended the hp contact the register nurse (rn) for programming the new machine with 10.4 smartcare software when it comes. The tsr discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrived. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.